Event description:
Info was received that reported a pt was hospitalized on (B) (6)2010, due to an incident of hyperglycemia. Per the reporter, he was brought to the hosp at 3:30 am on (B) (6) with a blood glucose of 908 mg/dl. She was admitted with a diagnosis of diabetic ketoacidosis and was treated with IV fluids and insulin. Per the pt she awoke on (B) (6) >400 mg/dl. By 11:00am, her blood glucose was >500mg/dl and remained over 500 until she presented to the hosp at 3:30 am on (B) (6). The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.